Event description:
The facility reported a flo-gard infusion device that was over pumping. This problem occurred during bio-med testing. There was no patient injury or medical intervention reported by the facility. No additional information is available.

Manufacturer narrative:
Evaluation summary: the baxter product analysis lab (pal) evaluated the pump. The reported condition of a pump that was "over pumping" was not confirmed. The pump was tested three times at the service shop at a rate of 200ml/hr with a volume to be infused of 35ml. Test one delivered 35.33ml, test two delivered 35.27ml and test three delivered 35.20ml. These values are within specifications for baxter accuracy testing, therefore no repair was needed for the reported problem. The device was returned back to the cusomer within specifications.

Event description:
Literature: lopez ja, torres lm, gala f, igelsias I, spinal cord stimulation and thalamic pain: long-term results of eight cases. Neuromodulation, 2009; 12(3):240-243. Summary: this article presents a retrospective analysis of the results of pain relief in eight pts suffering from intractable pain of established or suspected thalamic origin who were treated with spinal cord stimulation in the cervical or dorsal column between 1993 and 2007. Reportable event: the electrode fractured and was replaced. The pt recovered without sequela and had excellent results with complete relief of pain and no requirement for analgesic medication.

Manufacturer narrative:
(B) (4). The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.